Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint. The fse replaced the system power manager (spm) to resolve the issue. The system was tested and verified as ready for use. The spm was returned to isi for failure analysis (fa). Fa investigation replicated the customer reported complaint, "fault 252; the system will not power on and the spm is making a loud noise." The unit was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error. Fa ran 30 power cycles, and all passed. The spm remained in the test system for seven (7) hours, and it finally failed. The system failed with error message, "psc not connected," the patient side cart (psc) power button was amber, while the outer ring of the button was flashing blue. Fa confirmed the system power manager power (spmp) board failed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had a fault 252. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found faults: 23 and 40. The tse wanted to have the customer power-down and reseat the blue fiber cable(s), but the surgeon was using the scope and vision tower for a laparoscopic procedure. The tse explained how to hard-cycle the system. The customer called back to troubleshoot, and the site tried hard-cycling the system and reseating the cable(s), but the patient side cart (psc) would not power-up with the remainder of the system. The tse had the customer swap the surgeon side console (ssc) and psc fibers and replace the cable(s), but the issue remained. The procedure was converted to laparoscopy with no reported injury.